Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -07.00/+4.5/103 (sphere/cylinder/axis) in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was replaced with a shorter lens and the problem was resolved. The ac is deep, angles are open and patient is doing well. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -07.00/+4.5/103 (sphere/cylinder/axis) in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was replaced with a shorter lens and the problem was resolved. The ac is deep, angles are open and patient is doing well. The cause of the event was unknown.